Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, a patient experienced a loss in im (intermetatarsal) correction. Review of radiographic images found the distal screw in the proximal side of the medial plate may potentially be backing out. However, the surgeon indicated the patient was non-compliant with post-operative protocol and bore full weight when consistently using the operative foot to step onto a truck step to pull himself into the truck upon return to work at 4 weeks. The post-op protocol was non-weight bearing for two weeks and partial weight bearing in a boot with orthotic insert for four weeks. The patient is 290lbs, over 6ft tall, and has a bad right knee that prevents him from optimally favoring his operative foot. A revision surgery has not been scheduled or planned at this time. The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, patient non-compliance likely contributed to backing out of the dorsal and medial screws. There has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, however there have been similar events where this malfunction has resulted in a revision surgery. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, a patient experienced a loss in im (intermetatarsal) correction. Additional information from the surgeon also indicates the patient was non-compliant with post-operative protocol and bore full weight when consistently using the operative foot to step onto a truck step to pull himself into the truck upon return to work at 4 weeks. Review of radiographic images found the distal screw in the proximal side of the medial plate may potentially be backing out. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.